Manufacturer narrative:
Device evaluation of battery pack has been completed by the supplier. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of battery pack is underway. The reported problem (battery/charger faults) was confirmed. Upon investigation the battery was unable to power on a monitor. The battery was returned to itech for further investigation. Investigation underway. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack had battery/charger faults and was unable to power a monitor. A us distributor reported that a battery pack had battery/charger faults and was unable to power a monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed.  Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the failed incoming functionality testing. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.